Event description:
The patient called animas on (B)(6) and said that the keypad buttons were intermittently activating desired pump functions when pressed. She says the issue has been increasing in occurrences. She says she has to press the buttons multiple times to activate a response and that it has been occurring for the past two months. She states there is no unusual activity with the pump. She says the ok button has a hole in it but that it occurred after the buttons were not responsive from having to press them multiple times and hard. The buttons reportedly feel normal and do not stick. They spring back normally. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber had a hole at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were intermittently unresponsive. None of the keypad buttons had normal spring back. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.